Manufacturer narrative:
(B)(4). During the covidien investigation, the front pcb board was identified and replaced. Manufacturing date of this unit precedes a corrective and preventative action taken by the manufacturer for this failure mode.

Event description:
An n-560 was returned to the covidien service center for measurement failure, where during a covidien investigation on (B)(4) 2014, the display segments were found to be not visible. There was no patient involvement reported.